Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the malfunction. The se replaced the breath delivery (bd) printed circuit board (pcb), which resolved the reported issue. The unit passed extended self-testing.

Event description:
Report received that, during patient use, the ventilator shut down.